Manufacturer narrative:
Additional information received: it was reported that during the deployment attempt, slight movement of the graft cover radiopaque marker was observed. However, based on the radiopaque marker position, no stent was exposed. As more force than usual was required, the physician stopped further deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 10mm dissection at the origin of the left subclavian artery (lsca). It was reported that during the index procedure, a vamf3228c150tj was placed just below the lsca. Vamf4040c200tj was advanced and an attempt was made to deploy it in zone 1. It was noted that this location was outside the implanting zone indicated in the instructions for use. During the deployment attempt, more force than usual was required to turn the slider. The delivery system was inspected prior to use and no issues were identified. The use of the device was discontinued. The procedure was completed by switching to vamf3838c200tj. There were no endoleak or other issues, and the procedure was successfully completed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.